Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was observed that what appeared to be t wave oversensing and determined to be post atrial pacing was noted on the implantable cardioverter defibrillator. The oversensing resulted in pacing inhibition. The origin was noted to be due to inappropriate programmed settings. Programming changes to decrease the sensor slope response thereby reducing oversensing was made. The patient was stable.